Event description:
It was reported the gastrointestinal videoscope experienced an error code e315 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, no problem related to the reported failure was detected that could have led to the malfunction. For the additional findings, the cause could be traced to component failure, due to deformation of plug unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.